Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 156 mg/dl at the time of the incident. The customer states the insulin pump was exposed to moisture. Customer the display did not reappear. The customer was advised to discontinue use of the insulin pump a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit alarmed pump error during rewind due to corroded motor home switch. Unit passed leak test. However, no traces of moisture found at the electronic assembly per visual inspection. Unable to perform displacement test due to pump error. Unit was received with minor scratched display window and case.